Event description:
The recipient is reportedly pursuing elective revision, despite device testing within normal limits. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
A review of the recipient¿s test data indicated impedance issues. Advanced bionics considers the investigation into this reportable event as closed. The explanted device will not return to advanced bionics for analysis. A review of the device history record was completed, and no anomalies were noted. No further details will be provided this is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.